Event description:
The customer's spouse was reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose value was 348 mg/dl. Troubleshooting was done. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the pump. The customer treated high blood glucose with manual shot. The insulin pump passed self test. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.